Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the product tank is leaking. Associated malfunctions for this device: pilot valve over heating, heat exchanger leaking, filter dirty.